Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter and filter housing were adjusted/re-positioned to resolve the odor/smells/haze/mist/vapor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of an odor/smell and vapors emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Correction to parts replaced from oil mist filter and filter housing to oil mist filter housing. The investigation included a review of the device history record (DHR), trending analysis of the odor/smells/haze/mist issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells/haze/mist issue was reviewed for the last six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the odor/smells/haze/mist issue. The assignable cause of the haze/mist/vapor issue is the oil mist filter housing. The field service engineer repositioned the part and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).